Event description:
Additional information reported the cause of the event was unclear and the healthcare professional (hcp) had not seen the patient since (B)(6) 2012. It was noted the patient had a follow up appointment with the hcp on 2013 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation is working good to control the patient pelvic pain. However, since implant, whenever the patient lifts or carries something or puts her arms over her head she feels jolts of electrical shocks in her arms. It was further reported that beginning 2 weeks prior to the report the patient started experiencing tingling in her legs. It was noted that there was no known event that triggered this. It was also noted that the patient has been more active and had lost some weight. Stimulation was reportedly turned off and that resolved the issues. It was also noted that the patient had chronic migraines but they existed prior to being implanted with the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was noted the patient wanted their setting turned down because they were too high. It was reported, the patient couldn't even lift their arm over their head.